Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty latch and plunger. A field service engineer, replaced drawer controller board for full height drawer 2 and powered on station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection.

Event description:
It was reported by the customer that the pyxis medstation es system is unable to power on. The customer stated that they are using an alternative pyxis system to locate the medication for patients, confirmed that there is no harm or delay in the administration of medication. There were no adverse events or injuries reported based on this incident.